Event description:
Additional information: the patient experienced fever, swelling, and erythema. The patient was hospitalized. A healthcare provider indicated the cause of the event was a post implant infection "including csf." Both the patient's pump and catheter were explanted. The patient had recovered without sequelae from the "serious injury/illness." As reported it was unclear if the type of baclofen administered via the patient's pump was lioresal or gablofen.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly found. The returned catheter segments were: sutureless connector assembly, proximal segment, pin connector and distal segment. A hole was noted on the body of the catheter, 5 centimeters from the pin connector; "user related hole."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was explanted for infection. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product typ catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.